Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, correction to d4 and the device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device for this complaint was received in a sealed post-market pouch. The distal tip of this fiber appeared unused. The connector has been separated from the fiber body and there are signs of burning on the strain relief. The broken end of the fiber did not appear to have signs of burning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the burned and broken fiber was caused by mis-handling of the laser fiber. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received at olympus service business center (sbc) on 12/21/2022 and is being shipped to the original equipment manufacturer (OEM) for investigation. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The product manager reported the device "soltive fiber was burned and broken in the proximal part when it is connected to the connector (not the part inside the patient) . According to the report, "it is the second time that happens with this fibers. The device was replaced with a new fiber and the intended procedure (stone management ) was completed with no harm reported. No patient injury, no user injury reported due to the event. The facility (customer) only kept one fiber and will be returned to olympus for evaluation , the first fiber is not returning (disposed by the customer). This event includes two (2 ) reports to address the two reported broken fibers (same model and same lot number) : report with patient identifier (B)(6), lot kr200151 (second fiber reported burned and broken). Report with patient identifier (B)(6), lot kr200151(first fiber reported burned and broken)- first time it happened. This report is for report with patient identifier (B)(6), lot kr200151 (second fiber reported burned and broken).